Event description:
The customer reported that they received an erroneous result for one patient sample tested for c-reactive protein gen.3 (crp). The sample initially resulted as 8.65 mg/l and this value was reported outside of the laboratory. The sample was repeated twice, resulting as 124.36 mg/l and 129.50 mg/l. A value of 127 mg/l was then released outside of the laboratory. The patient was not adversely affected. The crp reagent lot number was 689946. It was asked, but it is not known what the expiration date is for the crp reagent. Investigations could not determine a specific root cause for the event.

Manufacturer narrative:
This event occurred in (B)(6).